Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was unable to communicate with external devices during a surgical procedure on (B)(6) 2021 to address a pain at ipg site issue. (Reference reg report: 3006705815-2021-00259). The ipg was placed into surgery mode prior to the procedure. Troubleshooting was performed intra-op and the ipg was recovered. Effective therapy was established post-operatively.